Event description:
It was reported that the pump was programmed to deliver 1.8 ml/hour x 72 hours =129.6 ml. The bag started with 162 ml. The volume remaining in the bag was 93ml, but it should have been closer to 32 ml. No audible alarms reported and nothing abnormal on pump settings. The event occurred while in use with patient. No adverse patient effects were reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Codes: updated. Device evaluation: customer reported pump was programmed to deliver 129.6 ml for 72 hours but the volume remaining in the bag was 93ml. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.